Manufacturer narrative:
The devices were discarded. Without the return of the device, it is not possible to reach a definitive root cause. The evoke scs system surgical guide details the potential risks associated with the implantation and use of a spinal cord stimulation system, including ¿infection that may require hospitalisation with intravenous antibiotic therapy.¿ the surgical guide also states that the patient may require surgery (including revision, explant, and replacement) as a result. Manufacturing records were reviewed. The product met all requirements for release with no anomalies found. Second lead: evoke 12c lead kit- 60cm part number - 102368 catalog # - 1008 serial number - (B)(6). Mfg: 2019-11-13 exp: 2021-11-13 gtin: 09352307000070.

Event description:
Saluda representatives were notified that an infection had developed during the trial implant period for the evoke spinal cord stimulation (scs) system. The patient was treated with antibiotics. Following resolution of the infection, the patient received the permanent implant of the evoke scs system.